Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the infusion set was loose and leaking. The cannula did not stick. There was patient involvement, and no patient harm or no patient injury.

Manufacturer narrative:
Two used devices were received for evaluation. The complaint of cracked caps was confirmed. Root cause analysis is being addressed through a formal CAPA investigation, and no further complaint-level investigation is pending.